Event description:
It was reported at implant the defibrillator lead measured high impedance values. The lead was removed and reconnected and the impedance measurement was acceptable. The next day the patient heard the lead alert and the impedance measured out of range. After many measurements with the programmer and the analyzer, the lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we did receive performance data from the device and have analyzed the data. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2011. Weekly high voltage lead impedance trend data shows max defib active can on impedance of 254 ohms on (B)(4) 2011. Upon analysis, no anomalies found, however the defibrillation coil was distorted, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we did receive performance data from the device and have analyzed the data. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4)-2011. Weekly high voltage lead impedance trend data shows max defib active can on impedance of 254 ohms on (B)(4)-2011.